Event description:
A power source alert 07 was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. The caller was instructed to plug the wall adapter into a working outlet and wait at least 30 minutes for the pump to begin charging, which resolved the issue as the pump started charging. No further assistance was needed.